Event description:
Related manufacturer report number: 2017865-2022-08621. During an unrelated right ventricular (rv) lead revision procedure, it was noted liquid leaked from inside the device header when the old rv lead was disconnected. When the new rv lead was placed and connected, it was noted there was r wave amplitude variation. It was suspected this was due to the damp device header. The device was explanted and replaced, however, when the new rv lead was connected to the new device, r wave amplitude variation was still noted. No further intervention has been performed. The patient was stable. Further information has been requested but has not yet been received.